Event description:
The following has been reported by customer: plunger kit: device came to us only with note that it was for us. Upon basic inspection device plunger is stuck in place, disassembled to see what the problem was. Plunger arm not aligning with cover, had to pry cover off because the plunger arm would not move at all. Once plunger cover was off, plunger moved fine. Tried a new plunger arm cover however the plunger was still not moving smoothly, so the plunger itself must have been misaligned (or the pump head). Replaced the plunger arm/head assembly and used old arm cover and it now moved smoothly again. Pump was reassembled and a full functional test was carried out. Rfid tag was barely attached to pump, removed old adhesive from tag and pump and reattached with new adhesive. Had to calibrate force sensor during pm test, passed after. Force range = 0.673-0.773bar; force reading = 0.725 barperformed all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the upstream pressure sensor solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective upstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.